Event description:
Caller states patient tested 2.5 inr on the coagucheck xs system while a comparison lab returned as 1.99 inr. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.